Event description:
The customer reported the system is displaying a communication error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the video controller board and replaced the gib and fluoro function's pcb. System operates as intended. (B) (4).